Manufacturer narrative:
Eval summary: analysis: a discharge test was performed on the returned ventilator. Results found that from low battery alarm to shut down alarm, it only ran for 5 mins. Conclusion: the reported failure was confirmed. It was due to a faulty battery. The battery was replaced with a new one. A battery test was conducted on the ventilator as well as a full calibration and operational verification procedure. The ventilator met all required specs. Please note that it is a known issue and in response to this issue, an important medical device correction letter was issued on september 14, 2007 as a short term fix. The firm has submitted a long term correction as a supplement to its 510k which is pending review by the FDA.